Event description:
It was reported the scs lead implant procedure was abandoned because when the dr attempted insertion of the lead it was not possible due to epidural fibrosis. There were no reported adverse consequences to the patient.